Event description:
For lot# 1052400505 - the 10x38 icast stent dislodged prior to inflation. Stent appeared to dislodge as the sheath was pulled back prior to deployment. Medical intervention: surgeon had to be called to do left groin cutdown.

Manufacturer narrative:
Components returned to atrium medical included a stent, introducer and guide wire. No balloon catheter or films were included. Without an intact stent or balloon catheter to review for crimp marks it is not possible to make conclusions about the device. Furthermore it is difficult to understand the complications encountered without films or a detailed clinical procedure. A review of the lot qualification data for this lot completed by quality control prior to shipment showed it met specifications and yielded no anomalies. Based on the procedural info provided as well as no issues observed with either the data retained in quality control or the observations recorded, atrium can find no fault with the mfg process or the device in question.